Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that when the camera head was plugged in. It had no image. The issue occurred, during preparation for use. For an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: intermittent flickering image. Based on the results of the investigation, it was determined the malfunction identified during the device evaluation was likely due to a kink in the cable/component failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the camera head was plugged in, it had no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.